Manufacturer narrative:
Occupation: non-healthcare professional. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip ivc filter device on (B)(6) 2005. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information: a2, a4, b1, b2, b5, b6, b7, h6 (patient and device codes). Investigation: the following allegations have been investigated: organ/vena cava perforation, embedded, migration, tilt, dyspnea, anxiety, worry, mental anguish, stress, physical limits. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported dyspnea, anxiety, worry, mental anguish, stress, physical limits are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right femoral vein due to deep vein thrombosis (dvt). Patient is alleging device migration, tilt, vena cava and organ (vertebral body) perforation. Patient notes and further alleges experiencing "anxiety, mental anguish and stress about the status of my filter and any related injuries", as well as physical limitations, shortness of breath and worry. Per the (B)(6) 2017 computed tomography (CT) abdomen without contrast: "a greenfield filter is in place. The apex of the filter terminates at the level of the right renal vein. The apex is tilted to the anterior lateral right ivc and extends beyond the ivc wall by approximately 3 mm. Additionally, 4 of the struts extend beyond the ivc wall. In the axial lane, the struts lie at the 11:00, 2:00, 5:00, and 8:00 positions. The strut of the 3o'clock position extends 5.5 mm beyond the ivc wall without small bowel or vascular involvement. The 5:00 struck [sic] extends 8 mm beyond the ivc wall and appears to incorporate with the adjacent anterior/inferior l3 vertebral body. The 8:00 strut extending 5 mm beyond the ivc wall and the tip appears to be just embedded within the psoas musculature. The 11:00 stripe extending 4 mm beyond the ivc wall without appreciable solid organ, vascular, or hollow viscus involvement".